Event description:
The reportable evaluation finding of foreign object inside the nozzle was found on (B)(6) 2024. G3 in the medwatch updated to reflect the reportable finding date based on evaluation. (B)(6), (B)(6) 2024.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up down knob is out of the standard value, due to a pinhole on channel tube, water tightness was lost, bending section cover, connecting tube, scope connector cover, forceps elevator lever, forceps elevator knob, up down knob, right left knob, switch box, scope cover, suction connector, universal cord, grip, and the control unit was scratched; adhesive on the bending section cover was chipped, due to clogging of nozzle, water removal ability did not meet the standard value, adhesive around the light guise lens was peeled, connecting tube was dented and wrinkled, suction cylinder was shaved, and the control unit had discoloration. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: establishment name: social medical corporation chiba prefecture workers medical association funabashi futawa hospital added here due to character limitation in respective field.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. The event can be detected and prevented by following instructions for use: "the instruction manual operation manual "gif-1200n, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual "gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. " three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.